Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4)

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) parkinson¿s disease patient ¿suffered from a pulmonary embolism after surgery¿ and ¿required a greenfield filter¿ as a result. Though it was noted the patient ¿recovered without permanent sequelae,¿ an ¿infection of the device subsequently developed, which necessitated replacement of the system.¿ the patient was then treated with antibiotic drugs and underwent replacement surgery a few months after the infection was cured. It was noted the patient ¿had no condition, such as diabetes or immunocompromised, that increased the risk of infection.¿ further information has been requested; a supplemental report will be filed if additional information is received.